Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a DHR review was performed on lot 2525a and found no other claims with this complaint. The device log was not provided. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a cardioversion on a patient (age & gender unknown), a loud pop noise was heard and when the pads were removed a skin burn was noticed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.